Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure after patient was involved in a car accident. As a result, the patient is scheduled for breast prosthesis explant on (B)(6) 2018.

Manufacturer narrative:
Mentor received the following information on 4/9/2018: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline prostheses on (B)(6) 2018. Date of event: (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 4/9/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure after patient was involved in a car accident. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018. The device history record ( DHR) of lot number 6007326 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device was received at mentor without fluid. Brown foreign material was observed within the device. The product evaluation team observed rent at junction patch. No other anomalies were discovered. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).